Event description:
It was reported that the gastrointestinal videoscope was reprocessed with expired cleaning detergent. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.